Event description:
It was reported that a dexcom g7 sensor that had been paired ceased transmitting glucose readings and presented a pairing failure alert, consistent with a cgm not paired and signal loss event; troubleshooting and education were provided, and glucose readings subsequently resumed without further issues. Symptoms included no reported hypoglycemia, hyperglycemia, injury, or other clinical effects. Outcomes included temporary interruption of cgm data with restoration of function following troubleshooting. Investigation included remote troubleshooting and user education focused on connectivity and pairing. Investigation of this case revealed a transient communication or pairing disruption between the cgm and receiving device, with sensor function restored after standard reconnection steps. It was concluded, based on previously established findings for similar reports, that the cause was likely user interface or transient connectivity issues.